Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional stenting procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the device was returned deployed missing its suture, posterior needle tip, anterior and posterior cuffs and link. Analysis of the device found the returned body of the device, lever, foot, guide, sheath and plunger/needles assembly with no damage detected that would contribute to the reported needle to cuff miss. Both ends of the foot were examined and there was no evidence of needle strike marks detected and blow-through marks were present on the posterior foot indicating posterior cuff ejection from the foot. An attempt to insert the plunger needle assembly into the device to test needle trajectory, needle depth and push mandrel travel was aborted due to dried blood preventing insertion. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported needle to cuff miss is confirmed, however a root cause could not be determined. No manufacturing deficiency was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide, is being filed under a separate manufacturer report number.